Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0 / (B)(4) / model #: 1420 / expiration date: 2018-06-30. UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-10-31. UDI #: (B)(4). Mfg date: 2016-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient briefly experienced two pump stop events. The site further reported that the patient was experiencing power switching. The devices are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A ventricular assist device (vad), one (1) controller, and two batteries (bat305625, bat324205) were not returned for analysis. Log file analysis revealed that the controller in use contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections and communication errors involving bat324205. As a result, the reported premature power switching was confirmed. Analysis of the event log files revealed one (1) controller power up event logged on (B)(6) 2018 at 10:15:57. Additionally, two (2) controller power up events were logged on (B)(6) 2018 at 21:44:07 and at 21:44:28. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for 9 seconds, 9 seconds, and 30 seconds; respectively. As a result, the reported losses of power were confirmed. There is no evidence that the lubrication servicing was performed on the reported/associated device(s). Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and battery. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or to an intermittent connection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: catalog #: 1420, serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 4114. Catalog #: 1650, serial #: (B)(4), UDI #: (B)(4), device evaluated by MFR: yes, mfg date: unk. FDA method code(s): 4114. FDA results code(s): 213. FDA conclusion code(s): 67. Catalog #: 1650, serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 4114. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: file has been reassessed after completion of the product analysis for pli 20 and the investigation for pli 10, 20, 30 and 40. The additional information does not change the previous reportability decision; the event remains reportable for MDR. A supplemental report with an aware date of 2018-09-28 must be sent. <(><<)>end> pump, controller, and two batteries were not returned for analysis. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(6), (B)(6) and several premature power switching events that were due to communication errors involving (B)(6) as a result, the reported premature power switching was confirmed. Analysis of the event files revealed one controller power up event on (B)(6) 2018, and 2 controller power up events on (B)(6) 2018. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 53% rsoc. The data point after the first controller power up event revealed that the (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the two losses of power on (B)(6) 2018 revealed that (B)(6) was connected to power port one (1) with 90% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the controller power up events revealed that the (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2).multiple momentary disconnections were observed prior to the loss of power. As a result, the reported losses of power was confirmed. Based on log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or to an intermittent connection on one or both power sources. An internal investigation has been opened to evaluate controllers losing power and momentary disconnections and implement corrective actions as required. Additional products: controller 2.0, (B)(6). D4 expiration date: 2018-06-30 UDI#: (B)(6). D10: no h3: yes h4: mfg date: 2017-06-30 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307, 4315 battery, (B)(6). D10: no h3: yes h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6). D4 expiration date: 2017-10-31 UDI#: (B)(6). D10: no h3: yes h4: mfg date: 2016-10-31 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also exhibited a critical battery alarm and had a communication error.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad), one (1) controller, and two (2) batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller in use contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Further analysis revealed several premature power switching events due to momentary disconnections and communication errors involving (B)(6). Analysis of the alarm log file revealed one (1) critical battery alarm logged on (B)(6) 2018 due to a communication error involving (B)(6). Analysis of the event log file revealed one (1) controller power up event logged on (B)(6) 2018 at 10:15:57. Additionally, two (2) controller power up events were logged on (B)(6) 2018 at 21:44:07 and at 21:44:28. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for 9 seconds, 9 seconds, and 30 seconds; respectively. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the associated devices. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and battery. The most likely root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.